Event description:
Pt alleges she has been referred to a rheumatologist for possible lupus. Pt also alleges around 05/1998 she started having extreme fatigue, unable to perform even the small things she was use to doing, having pains throughout many areas of body (hands, arms, shoulders) also bottoms of feet and hip areas, severe inflammation and yeast infection, inflammatory arthritis and fibromyalgia.